Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; there is indication of slight melting on metal cap output window; the outer flow tubing open end exhibits minor scratches; the octagonal red sign and the blue arrow on the outer flow tubing open end are partially erased; the outer flow tubing exhibits moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 186,685 joules; 23:30 minutes of use, the "fiber ruptured." The fiber tip (cap) was not cleaned during the procedure. There was no report of patient injury. Additional information was not reported.